Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 105 units and remained static. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to perform troubleshooting with tandem technical support.